Event description:
Facility reported that the flexible shaft connector broke into pieces during a procedure on (B)(6) 2013. All broken fragments were retrieved and none remained in the patient. The reporter could not confirm if there was a delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation was performed for the returned device and the report states that the device was received in single parts. The setting screw which holds the connector together is loose. There are wear and tear marks at the coupling end of the connector. The device was produced and distributed in september 2012. There are clearly visible wear and tear marks at the coupling end of the connector. The setting screw which holds the connector together is missing. The microscopic view shows residues of glue in the thread for the setting screw, which is the evidence that the missing setting screw was locked according to the specification. The manufacturing record was reviewed and no deviation to the standard process could be found. The device met fully to the specifications when left our facility. We assume that the screw got loose during the decontamination procedures. Because of the missing part no further investigation can be presented. Therefore this complaint is considered indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The device is determined to be suitable for its intended use.

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system. The investigation is ongoing. Placeholder.